Event description:
It was reported the patient experienced significant weight loss and the patient stated the scs ipg shifted and began pressing against her spine. Consequently, surgical intervention was taken on (B)(6) 2022 and the patient's physician replaced and repositioned the patient's scs ipg. Follow up identified the patient was doing well postoperatively.

Manufacturer narrative:
A pocket revision due to persistent pain was reported to abbott. The patient had lost weight and required the ipg to be repositioned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: d6b - date of explant should have been blank, as the device was not explanted, instead of (B)(6) 2022.